Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has distal tip damage, as part of overall visual revision. The device has the distal tip kinked and the polymer tip detached approximately at 298.5 cm from the proximal end; besides, there is a small section of polymer that remains in the tip of the guide wire, it measures approximately 0.8 mm. The core wire of the device measures approximately 300 cm. The outer diamater (od) of middle of the device and proximal section were within specification; however, the overall length and the od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the peroneal artery. A 300cm straight tip v-14 controlwire was advanced to cross the lesion. However, during the procedure the wire became stuck on calcium and the tip of the wire was sheared off and was left outside the vessel through a possible perforation in the soft tissue of the ankle and it could not be snared. No further intervention was necessary as the perforation was closed after balloon angioplasty. No further patient complications were reported and the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the peroneal artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure the wire became stuck on calcium and the tip of the wire was sheared off and was left outside the vessel through a possible perforation in the soft tissue of the ankle and it could not be snared. No further intervention was necessary as the perforation was closed after balloon angioplasty. No further patient complications were reported and the patient was doing fine.